Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The device alarmed a reload set when the set was loaded. A review of the event history log revealed multiple reload set alarms during the last days of customer use but no air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was determined to be a reload set with cause being the ultrasonic sensor calibration out of specification. The ultrasonic sensor requires replacement to address this issue. This malfunction would not lead to a death or serious injury if it were to recur since this alarm occurs upon pump-tubing set-up (tubing loading) and would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.